Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that "the solution bag connected to the supply line with white clamp may have been leaking", which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain two of four of peritoneal dialysis therapy. During the troubleshooting, it was reported that "the solution bag connected to the supply line with white clamp may have been leaking" which led to this alarm. The bag was completely empty, but the source of leak could not be determined. Renal therapy services (rts) advised the patient to start over with new supplies and inform their peritoneal dialysis registered nurse regarding the issue. Rts reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.